Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to endovascular aneurysm repair (evar) interventional procedure. The patient had a previous intervention a week before and had an angioseal placed in the rcfa. Reportedly, a cuff miss [suture retrieval issue] occurred while deploying the prostyle. The sheath was upsized to a large-bore, and the evar procedure was completed. A cut-down and surgical suturing was performed to achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.